Manufacturer narrative:
Method - (process evaluation): device history record review, medical review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, intraoperative lens removal was performed to address bent haptic of a 3-piece silicone iol noted upon insertion. Incision was not enlarged and no other tissue damage was reported. According to the report by a surgical assistant, dated on (B)(6) 2015, the cause of the event was unknown and there was no patient injury. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn into two pieces. One haptic was found to be bent. The lens was returned dry and there was evidence of clear surgical residue. Conclusion (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens, -3.0 diopter, and the haptic bent. The lens was removed within the same surgery, with no patient injury, no incision enlargement or sutures.